Event description:
Operative procedure in-site pinning of bilateral slipped capital femoral epiphysis. During procedure a 7.3 cannulated screw was being placed to the left femoral neck/head with power screw tip per surgeon. Post placement, c-arm film revealed foreign body in left femoral neck. Screw removed and inspected and noted two of the three cutting tips were absent.